Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nitroglycerin set with duo-vent spike would not prime. This occurred before patient use. There was no patient involvement. No additional information is available.